Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a leadless implantable pulse generator (ipg) the device dislodged. The ipg was explanted and replaced. However the second ipg also dislodged. The second ipg was also explanted and replaced. No patient complications have been reported as a result of this event.